Event description:
It was reported that a cdh33 was used during a low anterior resection. It was reported by the affiliate that 1/4 circle of staple line would not staple the tissue at all, although the doughnut was made completely. Surgeon put overstitches to close the tissue.